Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that according to the patient the stim ¿had not worked¿ since 2008. The reporter did not know if that meant the therapy had been charged or not. The patient was to have an MRI to scan the back and pain. The caller did not think the reason for the MRI was because of the stimulator. The reason for the call was compatibility. The reporter had no further information. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.